Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent was detached from the delivery system and was not received at the cis for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. All the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked 275mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x16mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. After device removal, the stent was noted to have detached from the balloon outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.50x16mm promus element ¿ drug stent was selected for use and advanced but failed to cross the lesion. After device removal, the stent was noted to have detached from the balloon outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.